Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An issue regarding bleeding was reported with the use of the abbott diabetes care (adc) device. Customer contact was made for follow up and stated the bleeding occurred after the application of the adc device. Initially, third-party contact was made and managed independently attempt to stop the bleeding by applying double bandages to stop the bleeding. However, an escalation of care was required, and the customer presented to the emergency room and contact with a healthcare professional was made. The customer was treated with stitches. At no point during the medical event did the customer ¿lose consciousness nor experience a seizure.¿ there was no report of death, serious injury or mistreatment associated with this event.